Event description:
Received reported, the pt felt a loss of therapeutic stimulation over the past week. The previous week everything seemed oaky when the device was turned on but now the pt can hardly get out of bed and she is having trouble breathing. There is no sign of infection near the ins site and it is confirmed the ins is turned on. Hcp reports power on rest condition after one parameter was changed. When por was cleared, pt was starting to feel stimulation again. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).